Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon string came loose from the tampon and I had to go to the hospital to get it removed- vagina [foreign body in reproductive tract] tampon string came loose from the tampon [device breakage] case narrative: consumer reported via e-mail that the tampon string became lose from the tampon. No serious injury reported.